Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: a review of the device history record (DHR) was not performed, as the described complaint is being addressed per quality plan and is not related to a manufacturing non-conformance. Failure analysis - this described failure is being addressed by quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution. Integra can replace components of the mlx lighting units to restore functionality. Root cause analysis: a quality plan was opened by integra-tullamore to address the root cause and corrective actions for the described issue(s). As an interim solution, integra can replace components of the mlx lighting units to restore functionality.

Event description:
A facility reported that the main fuses of the mlx 300w xenon lightsource (00mlx) kept blowing. It is unknown under what circumstance this event occurred; however, no injury or surgical delay has been reported.